Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint of the tips not being aligned. Visual inspection revealed that the scissors were not misaligned or bent. Failure analysis investigation found the following damages to the instrument: the instrument tube extension was broken and missing a .165 x .235 piece at the proximal clevis interface next to one of the keys that mates with the proximal clevis. The clevis was dislodged from the tube extension. It was concluded that the damage was likely due to excessive side loading or other mishandling/misuse. The pad printing on the instrument's tube extension exhibited an area where material was removed. The length of the pad printing removed measured approximately .263. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. 48 - a small fissure was observed in the main tube below the tube reinforcement ring. The customer reported complaint does not in itself constitute a MDR reportable event. In a fragment-causing failure (such as a cable failure, a broken tube extension etc.) For the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the missing pad printing material, which was found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci monopolar curved scissors instrument, the tips were not aligned. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.